Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received questionable high results for an unspecified number of patient samples tested for ise indirect na for gen.2 (sodium) on a cobas 6000 c (501) module - c501 between (B)(6) 2017. The samples will initially result very high and then repeat as normal results. The customer provided data for one patient sample that had an erroneous sodium result. The erroneous result was not reported outside of the laboratory. The sample initially resulted as 157 mmol/l and repeated as 139 mmol/l. The patient was not adversely affected. The sodium electrode lot number and expiration date were asked for, but not provided. The field service engineer determined that the rinse mechanism was misadjusted. Sodium hydroxide was spilling out on top of the cells. He re-adjusted the rinse mechanism dispense volumes. The system was operating within specifications. The customer ran quality controls and precision studies; these passed.

Manufacturer narrative:
The issue was determined to be caused by the misadjustment of the rinse mechanism. No similar events have occurred at the customer site within the past 12 months. Complaint trending for the past 90 days reveals that there were no systemic issues with the rinse mechanism.